Event description:
The patient slipped down on the stairs and might have hit the implant about a month ago. She has experienced excruciating pain at the ins site since the fall. The ins site was swollen and sore to the touch. She has had telemetry issues and was not able charge her ins. The ins was overdischarged. The last successful recharge session and the last time any stimulation was felt, was 1 to 2 months ago. The antenna located feature did not work to allow her to recharge. The patient programmer was not able to establish communication with the ins either. She saw her doctor on (B)(6) 2012. Additional information has been requested.

Event description:
Additional information received from the hcp reported that at a (B)(6) 2012 appointment the patient stated the scs was not charging and the battery was depleted. It was reported that at a (B)(6) appointment the patient complained the scs was not covering well. It was unclear if this referred to a (B)(6) 2011 appointment or was an error on the date. It was reported that the patient did not require hospitalization.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: recharger model 37752, serial# (B)(4). Programmer model 37743 serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).